Event description:
The manufacturer received information alleging a trilogy evo o2 ventilator experienced an unidentified device failure. There was no serious patient harm or injury that occurred or was reported. The trilogy evo o2 ventilator was returned and evaluated by a third party service center. The service technician states that a ventilator inoperative error code was found in the device's error log. The system printed circuit assembly (pca) board was replaced to resolve the issue. An oxygen blending module (obm) failure error code as well as an o2 flow drift high error code was also found in the device's error log. The obm subassembly valve was replaced to resolve the issues. The air inlet foam filter and particulate filter were replaced for maintenance. The device passed all final testing. Additionally, a non-reportable sensor drift error code was also identified. The system pca board replacement resolved this error as well. A non-reportable detachable battery depleted error and soft power fail error code were found in the device's error log. These errors were resolved by charging the unit. Another non-reportable model number obm mismatch error was identified. The service technician notes that the obm subassembly valve replaced and rebooting the device resolved this error.